Manufacturer narrative:
There is no information to indicate that a malfunction occurred. A lot number was not identified, product was not retained for investigation and the log files were not provided for review. Thrombocytopenia is a well-known risk for patients undergoing hemodialysis. Contributing factors that increase the likelihood of thrombocytopenia include patient related diseases and comorbidities such as liver disease, uremia, sepsis, blood loss and the use of anticoagulant therapy. The nxstage one user guide states: risks known to commonly occur during treatment include decrease in platelet count. Managing all elements of dialysis treatment may help to prevent or control potential complications or physiological reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received of a patient with decompensated cirrhosis receiving slow continuous ultra filtration (scuf) and continuous veno-venous hemo dialysis (cvvhd) who experienced bleeding from the continuous renal replacement therapy (crrt) catheter exit site within 24 to 72 hours after commencing crrt. The patient required transfusions of packed red blood cells (prbc's), platelets and clotting factor. The bleeding from the site ceased and platelets recovered. The patient was transitioned to a different treatment platform.